Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient's ipg was unable to exit MRI mode and the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.